Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that the PICC kinked inside the patient. PICC had to be removed and replaced with new PICC. Additional information received wed 09/06/2023: the event did not involve an urgent/life threatening medical situation. PICC was kinked and needed to be replaced. There was a delay in getting proper IV therapy per customer. The removal and replacement of a PICC was performed.